Event description:
Attorney alleges from 1997 the plaintiff felt "some symptoms" which her surgeon felt were caused by problems with the implants and that she possibly may have micro-fissures. Attorney also alleges there was a concern that the implants may rupture and leak. Attorney also alleges the plaintiff had discomfort, constraint feelings and emotional distress.